Manufacturer narrative:
Age at time of event: 18 years or younger. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After placement of a 6f non-bsc introducer sheath, a non-bsc guide wire and intravascular ultrasound (ivus) crossed the lesion. Pre-dilation was then performed using a 5mmx22cm sterling mr balloon catheter at 6 atmospheres. A 6mmx18cm innova stent was deployed in distal sfa and a 7mmx18cm innova stent was deployed in proximal sfa. A 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for post-dilatation; however, when the balloon was inflated, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 6mmx10cm non-bsc balloon catheter was then used for post-dilation and the procedure was completed. No patient complications were reported.